Manufacturer narrative:
The reporter stated that the patient has not been to the clininc since mar 20th, bcva was reported as 1.2 , patient wants a lens exchange. Patient was trained with a cover as a child, right eye dominant. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1mm, -1.00/1.0/032 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Low vault and refractive surprise was observed. The reporter stated " the patient had a small refractive error on the right eye pre-op, but it has been worse after icl implant ". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.